Manufacturer narrative:
Expiration date 08/2020. Manufacturing date 09/2015. No sample received. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. A previous investigation is applicable to this complaint investigation. This previous investigation has been closed. It was stated that the likely root cause for the issue "urine not collected in the chamber" cannot be identified based on the information available. Therefore, this complaint will be closed without further actions. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 25, 2016.

Manufacturer narrative:
A product sample has been received for this complaint and was evaluated. The product sample was found to meet specification. No further actions are required. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: a total of two cases are associated with this reported complaint issue. A separate FDA form 3500a has been completed for each case. Reported to the FDA on: april 28, 2016. (B)(4).

Event description:
It was reported that "the urine passes to the emptying bag in the closed position of the measurable chamber so it is impossible to measure the urine in patients." No further information was provided.